Manufacturer narrative:
B3: event date is not known. Please see b5 for approximate date range, if applicable. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins). The reason for call was patient stated their stimulator had been off for a number of years because it was not working and not giving them relief. Patient noted they needed to have another spinal fusion and they needed the stimulator turned on so they could have an MRI. Patient did not have their external equipment with them during the call. The patient was redirected to their healthcare provider to further address the issue. Agent sent an email to the medtronic reps in the area. Pt stated they did not currently have a managing hcp however they were working with their pediatrist to get a managing hcp. Rep emailed back and noted they would call the patient.

Event description:
Additional information was received from a manufacturer representative (rep). The rep reported that multiple attempts were made to get the device back up and running. At least 3-4 attempts at trickle charge were not successful. Only known issue is pt not using and charging device for an extended length of time.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.